Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, there was a defective staple line after using a sureform 60 instrument and green reload. Unspecified actions were taken immediately to correct the staple line, and the procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 11 times and fired 9 reloads (1 green, 1 black, 1 green, 6 blue, in that order). There were no incomplete clamps or unclamps. On installs 1 and 2, a green reload was installed, however no clamping or firing was performed. On install 3 and 6, the firings were completed with 2 pauses for compression. On install 4, there was a partial fire about halfway to completion. On installs 5, 10, and 11, the firings were completed with no pauses for compression. On installs 7-9, the firings were completed with 1 pause for compression. After the 11th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the system logs.